Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher device was used during a procedure in a lesion of the proximal rca, exhibiting moderate tortuosity and moderate calcification. Pci was performed for isr (in stent restenosis) at rca #1ostium. No damage noted to packaging. Device was removed from the packaging, inspected and prepped as per IFU with no issues noted. No resistance was noted when advancing the device. It is reported that tip detachment of the launcher device occurred. The 6f launcher jr40sh was engaged and wire was crossed, ivus was confirmed. Post-dilation was performed with an nc balloon 3.75 mm, but it failed. When checking again with ivus and ofdi (optical frequency domain imaging), it was confirmed that the tip which fractured in mid to distal rca remained. The device was removed successfully with the snare. Initially, it is considered that it might be the non-medtronic guide plus used at the time of pci before, but it was not the guide plus as a result of investigation of this non-medtronic device. No patient injury reported.

Manufacturer narrative:
Product analysis: received for analysis was a clear round specimen container with a detached catheter tip inside. No product part or lot information. The return sample soft tip is a light gray and the segment or attached shaft material is a light blue. The catheter tip received is not from a medtronic 6f launcher catheter. If information is provided in the future, a supplemental report will be issued.